Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(catalog, serial) the cause of the reported high purge pressure was not determined since insufficient data logs were returned and no product was returned.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge pressure high alarm. No further information was provided.

Manufacturer narrative:
The response to the additional information request indicated that no specific details are available regarding how the high purge pressure was resolved. It was also noted that the device is not available for return. Correction. Section d1 brand name was corrected accordingly.